Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons would stick and consistently cause them to miss enter the information. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump had rejected new batteries, battery error code, and inaccurate low battery warning. The device will not be returned for analysis.